Event description:
The facility reports a disabled member of the public was using the pool spa area. They used the chair hoist to enter and exit the pool spa, accompanied by their helpers. As they were getting lifted out of the pool, the chair and patient suddenly dropped back into the pool. The hoist would not raise and members of the staff helped the patient out of the pool manually. No injuries were reported.